Manufacturer narrative:
(B)(4). During the review of the event history log, an increased intra-peritoneal volume (iipv) event was identified. The root cause of the reported issue was determined to be one or more cycle's advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:48:22. During night drain cycle nine, the patient's ultrafiltration reading was 621ml, indicating the home patient (hp) drained 621ml more than their maximum programmed fill volume of 1000ml. No additional information is available.